Manufacturer narrative:
Follow-up # 2. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: device evaluation the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall exactly when the alleged inaccuracy began, but stated that it occurred late in the afternoon when he allegedly obtained a blood glucose reading of 67mg/dl using the subject device compared to a result of 67mg/dl using another meter (brand not known) taken more than 30 minutes apart. Measurements taken more than 30 minutes apart is not a valid comparison. The patient stated that he manages his diabetes using insulin and self-adjusts the dose, and reportedly consumed additional food and/or drink in response to the alleged issue. The patient reportedly experienced symptoms of dizzy, light-headed and numbness in hand an unspecified amount of time before the alleged issue began. The patient stated that he visited the emergency services (ems) and received hcp treatment of IV glucose although the date and time were not known. The patient confirmed that his blood glucose was measured using an ems meter with a result of 45mg/dl (date and time not specified). At the time of troubleshooting the csr noted that the meter was set to the correct unit of measure and that the test strips were stored correctly and not expired. The csr noted that the patient did not have any cs. Replacement products were sent to the patient. Although the patient stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurate¿ subject meter results did not affect treatment options prior to the onset of these symptoms.